Manufacturer narrative:
The customer staff contacted arjo and informed about an issue with the citadel plus power cord. The burning marks were observed on it. The device was in use by a patient at that time. No harm was claimed. During the investigation it was established that the power cord plug was damaged what caused the short circuit. As a result the burning marks were observed on the power cord when the customer staff pulled the power cord to transport the patient. The citadel plus instruction for use (ID. 831.374) includes the following information regarding the power cord management during use: "make sure the power supply cord is not stretched, kinked, or crushed", ¿unplug the power cord from the electricity supply, and store it, before moving the bed¿, "visually check power supply cord and mains plug" - this is a preventive maintenance activity to be performed by the caregiver; "examine the power supply cord and mains plug; if damaged, replace the complete assembly; do not use a rewireable plug" - this is a preventive maintenance activity to be performed yearly by qualified personnel. Arjo device was involved in the reported event and failed to meet its performance specification since the power cord was damaged. The bed was in use by a patient at that time. The claim was assessed as reportable due to allegation about the burning marks on the damaged power cord. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The customer staff contacted arjo and informed about an issue with the citadel plus power cord. The burning marks were observed on it. The device was in use by a patient at that time. No harm was claimed.